Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 52mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed failed self-test due to faulty connector on the remote frequency board. The insulin pump successfully connected with one touch ultra-link blood glucose meter. The insulin pump received with minor scratches on lcd window and cracked case on the display window corners.